Manufacturer narrative:
Received device, reported problem with "acu watchdog failure " was verified by power up test. The problem is caused by defective mainboard. Found alarm primary audible alarm power on self-test and alarm check clutch from alarm history. Replaced interconnect printed circuit board and clutch. Calibration and motor drive test performed, and device passed all testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period

Manufacturer narrative:
E1: phone ext. (B)(6). H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a repetitive acu watchdog failure. There was unknown patient involvement.